Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Reader was too hot to hold. Reader did not power on and was not connected to a computer. Visual inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter. Power adapter passed the test. Voltage was measured within specification range. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed. The stm processor was present. The returned battery was measured and it was not within the specification. Component temperature was exceeded. An extended investigation has been performed. Visual inspection was performed on the de-cased reader and no signs of damage or corrosion was observed. The returned reader was connected to a computer via usb cable. The usage data was unable to be extracted and reviewed by sending command on software due to the reader was unable to be powered on. Bench testing was performed on the reader. The reader was not able to power on using the button depression, test strip insertion or charging cable. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the remainder of testing. The reader still did not power on. The reader was monitored under a thermal camera during operation and hot spots were observed on u3 and u2 before the button was pressed and on u2, u5, u6 after the button was pressed. The u13 chip was removed from the pcba. The hot spots were still observed before and after the button depression. The device was not charging and voltage was observed on line. This indicates there is damage on the pa9 pin of the cpu. It was determined that this issue is caused by the customer using a non-abbott provided usb adapter. No anomalies were observed. It was observed that the reader was too hot to hold and had hot spots. Interrogation of the device revealed the device had been put through electrical overstress from the use of the incorrect usb adapter. This resulted in faulty/damaged components and hotspots. Therefore, the issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
Customer reports their adc device is too hot to hold while charging. No further details are available at this time. There was no report of fire, smoke, explosion, or shock. Customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.